Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap salpingectomy . Rep stated he was not in the case. Upon deployment part of the bag fell off of the metal trackings. They pulled bag the prongs, but the bag would not close and fell off of the prongs. The metal prongs were exposed inside of the body. The device was introduced inside of the abdomen. Upon initial deployment the bag fell off of one side of the prongs while still being on it on the other side. They retracted the prongs back and pulled the plunger back and removed the bag out of the patient. They opened a new cd004 and finished the case. There was no patient injury. Type of intervention: they retracted the prongs back and pulled the plunger back and removed the bag out of the patient. They opened a new cd004 and finished the case. Patient status: no patient injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag and cord loops were not returned. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit and the customer's experience, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.